Manufacturer narrative:
Additional information provided. The customer¿s reported complaint of smoke/burning smell exhibiting from the device was confirmed and replicated during testing. A physical inspection of the male iui connector identified thermal damage between pins 13 and 14, where the smoke was being exhibited. Review of the device logs showed no evidence of a malfunction related to the reported incident. Log analysis shows the last programmed infusion occurred between 9:33 am and 10:05 am on (B)(6) 2019. Test results show the device not powering on when attached to the left side of a test pcu while in the on state. However, a few seconds later, smoke was exhibited from the pump module¿s male iui connector where the thermal damage was identified. Based on the investigation, it is suspected that contamination on the source device male iui connector pins, inadvertently created a conductive bridge (short) between adjacent pin 13 (moddetr) and pin 14 (+8 v). As a result, the low resistance between the pins generated an increase of heat, melting the plastic and damaging the iui connector. Resistance testing on the male iui connector concluded that an electrical short was present between pins 13 and 14. Iui test results showed that replacing the contaminated, thermally damaged male iui with a good known iui connector having no contamination, will function as intended. The root cause of the customer¿s report of a device exhibiting smoke was attributed to the presence of contamination on the pump module male iui. As a result, a short was produced on the male iui contact pins, generating increased heat causing the iui plastic connector to melt and produce smoke.

Event description:
It was reported that the devices had a smoking/ burning smell. The customer reported there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the devices had a smoking / burning smell. The customer reported there was no patient involvement.